Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. When the device was powered on, serial number (B)(4) displayed. Review of the device history records for both devices, shows both the input/output printed circuit board (I/o pcb) and processor pcb belong to device serial number (B)(4). This is an indication that the pcb's were not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, comprising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.